Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the jaws of the 8mm vessel sealer extend (vse) instrument would stick to tissue when opened. Also, the energy didn¿t seem to be evenly dispersed along the jaws. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome, or injury. The issue did not cause a delay in the procedure.